Manufacturer narrative:
Samples are in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The surgeon refused to provide additional information. (B)(4).

Event description:
A doctor reported that three patients experienced posterior capsule tear during three consecutive surgeries. The event happened during the sculpting of quadrants. This patient also experienced lens detachment from the posterior pole due to the event and will need a vitrectomy. The surgeon refused to provide any additional information. This is one of two medical device reports. This report is for the third patient.